Event description:
It was reported that a small amount of fluid was leaking when the device door is closed. Zyno medical was informed that the device was not connected to a pt at the time of the incident.

Manufacturer narrative:
Evaluation of the returned device involved in this report indicated that the flow rate accuracy is outside the specified +-5% range. Pump was repaired. Preventive actions will be identified and implemented.